Event description:
Emergency medical technician's responded to a person described as in cardiac arrest with bystander cardiopulmonary resuscitation in progress. According to the reporter, the device alarmed "connect electrodes" intermittently while connected to the pt with disposable defibrillation/electrocardiogram electrodes. The electrodes were replaced and the "analyze" button pressed. The device determined the pt's rhythm was shockable and initiated a charge. According to the reporter, the device removed the charge before the "shock" button could be pressed and alarmed "connect electodes". An advanced life support team arrived soon after and took over the scene. The pt was not resuscitated.